Event description:
The blue hub of a morpheus 5fr double lumen catheter completely fell off of the tubing that it is connected to. This was discovered on the day of pt discharge. Dates of use: (B)(6) 2012. Reason for use: tpn.